Manufacturer narrative:
Additional products: heartware ventricular assist system: battery. Model #:1650de / catalog #:1650de / expiration date:31-jan-2019 / serial#: (B)(4), UDI #: (B)(4). Concomitant medical products/therapy dates? Yes, return date: 23-sep-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 31-jan-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #:1650de / catalog #:1650de / expiration date:31-mar-2019 / serial#: (B)(4), UDI #: (B)(4), concomitant medical products/therapy dates? Yes, return date: 23-sep-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 12-mar-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #:1650de / catalog #: 1650de / expiration date:30-apr-2019 / serial#: (B)(4), UDI #: (B)(4), concomitant medical products/therapy dates? Yes, return date: 23-sep-2020. Labeled for single use? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 10-apr-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #:1650de / catalog #:1650de / expiration date: 30-apr-2019 / serial#: (B)(4), UDI #: (B)(4). Concomitant medical products/therapy dates? Yes, return date: 23-sep-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 26-apr-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #:1650de / catalog #:1650de / expiration date: 30-sep-2019 / serial#: (B)(4) UDI #: (B)(4). Concomitant medical products/therapy dates? Yes, return date: 23-sep-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 20-sep-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #:1650de / catalog #:1650de / expiration date: 31-oct-2020 / serial#: (B)(4), UDI #: (B)(4). Concomitant medical products/therapy dates? Yes, return date: 23-sep-2020. Dev rtn to MFR? Yes. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 19-oct-2019. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2021 / serial#: (B)(4), UDI #: (B)(4), concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 08-jul-2020. Labeled for single use? No. (B)(4). Heartware ventricular assist system: controller ac adapter. Model #: 1430de/ catalog #: 1430de/ expiration date: unk. UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: unk. (B)(4). Additional information has been requested regarding the controller ac adapter serial number of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six batteries exhibited power switching and two of the batteries were associated with a pump stop. It was further reported that approximately six days later, power switching occurred with an additional battery, controller and controller ac adapter. An associated pump stop occurred with the battery and controller. The batteries, controller and controller ac adapter were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Serial#: (B)(6), d10: yes, return date: 30-sep-2020. Dev rtn to MFR? Yes. D4: model #: 1430de/ catalog #: 1430de/ serial#: (B)(6). Investigation of this event is pending, and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction and device evaluation. Correction h10 for the additional product (controller ac adapter): d4: expiration date was corrected from unk to 30-jan-2017. H4: mfg date was corrected from unk to 30-jan-2016. Product event summary: the controller, seven (7) batteries (B)(6) and one (1) controller ac adapter were returned for evaluation. Failure analysis of the returned batteries and controller ac adapter revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports, likely due to handling of the device. Supplemental testing was performed and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and a controller adapter. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and a controller adapter. Analysis of the event log file revealed two (2) controller power up events with associated pump start events were logged on 14-sep-2020 at 09:44:09 and on 20-sep-2020 at 05:21:51. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 95% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 45% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 24 seconds. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 89% rsoc and a controller adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and a controller adapter was connected to power port two (2). The controller was without power for 8 seconds. Momentary disconnections were observed leading up to the first loss of power. As a result, the reported events were confirmed. The battery (B)(6) was lubricated prior to release. There is no evidence of lubrication servicing for (B)(6) and the controller ac adapter. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent di sconnection on one or both power sources. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/ power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Additional products: d1: battery d4: serial#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: battery d4: serial#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: battery d4: serial#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: battery d4: serial#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: battery d4: serial#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: battery d4: serial#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: battery d4: serial#: (B)(6) h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: controller ac adapter d4: expiration date: 30-jan-2017/ serial #: (B)(6) d10: yes, return date: 29-sep-2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 30-jan-2016 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.